Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The spinal stimulation seems to not be working. The patient indicated that over the last year their ins is not holding a charge and they have an increase in pain. There were no trauma/falls that could be related to the issue. There was a gradual change in therapy/symptoms. Their spinal cord stimulator (scs) works sometimes and sometimes it doesn¿t. Their scs is covering their pain but sometimes it doesn¿t. The patient stated that the stimulation is on and they verified that it is with the programmer. The patient tried to manually raise the stimulation but it only seems to control their pain if they are in the sitting position. Beginning about 3 weeks ago the stimulation is not controlling their pain and they gradually have been having a return and increase in pain. The patient stated that their battery is acting out. The patient clarified that the ins is not holding the charge. The patient was charging once a month and now they charge every week or so which has been gradually getting worse. Patient services redirected the patient to follow up with their healthcare professional (hcp) to have the ins interrogated. The patient stated that they spoke to their hcp 2-3 weeks prior to the report and was instructed to call patient services. Patient services redirected them back. No further complications were reported/are anticipated.